Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, difficult to remove, stent dislodgement and device embedded in vessel or plaque appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and de novo proximal right coronary artery that was 100% stenosed. The 2.5 x 48 xience xpedition stent could not cross due to the anatomy. There was slight resistance when attempting to remove the stent. The stent dislodged and it became stuck at the radial artery. A decision was made to leave the stent in the artery to avoid damaging the patient's artery and complications. The stent will remain crushed in the vessel. The procedure was successfully completed with a non-abbott stent. There was no clinically significant delay in procedure. No additional information was provided.